Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during an intra ocular lens (iol) implantation procedure scratch or mark on optic and cracks in the optical zone after implantation.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. The reported complaint was observed on the returned photo. Photo review: provided photo shows an implanted iol. There appears to be a dark mark/line on the edge of the optic. Based on our observation of the attached photo, there appears to be a dark mark/line on the edge of the optic. The origin of the observed mark/line cannot be confirmed based on the returned photo alone and without evaluating the physical product. The product was subject to handling and the reported damage was highlighted post implantation. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).